Manufacturer narrative:
Device eval: the device was received by depuy synthes power tools. The device was evaluated, and during service the device was found with an air leak due to a loose hose. If add'l info becomes available a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that service was required for the device. During service an air leak was noted. The device was not being used in surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.